Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient was getting the settings not available message on their patient controller starting a couple of weeks prior to the report, confirmed as june of 2019. When the manufacturer representative first interrogated the system, electrode 8 had high impedances and upon interrogating again, electrode 14 was also high. The manufacturer representative tried widening pulse width and changing rates, but the patient was still running into the settings not available message on the patient controller. The manufacturer representative reprogrammed to avoid electrode 14. With electrode 0 as the reference, electrodes 8 and 14 were 40,000 ohms with electrode 8 as the reference, all electrodes were 40,000 ohms with electrode 9 as the reference, electrode 6 was 40,000 ohms, electrode 10 was 40,000 ohms, electrode 11 was 1220 ohms, electrode 12 was 1410 ohms, electrode 13 was 1160 ohms, electrode 14 was 40,000 ohms, and electrode 15 was 1200 ohms with electrode 10 as the reference, electrodes 2, 3, 5, 6, 7, 8, 9, and 14 were 40,000 ohms with electrode 6 as the reference, electrodes 0-7 were between 790 to 1450 ohms, and electrodes 8, 9, 10, and 14 were 40,000 ohms. The patient was programmed with two programs using electrodes 12 13 15 and 12 13. The patient was able to increase stimulation above where the patient was comfortable while in the clinician programming session. The manufacturer reduced the stimulation level and ended the session. The manufacturer representative confirmed that they were also able to increase stimulation using the patient controller. The patient was happy with the stimulation and the low dose program that was added. The manufacturer representative was able to program around the problem electrodes at the time of reprogramming. Additionally, it was reported that the patient sometimes was getting the no device found screen intermittently in the last 3 to 4 months. At the time of the report, the patient controller was functioning as intended. There were no patient symptoms or complications reported.